Event description:
Part 004535 - cbl,pwr cord,3 cond, us. The power cord of the algo5 is sparking at the wall /outlet connection. No injuries reported.

Manufacturer narrative:
Initial report ref to natus (B)(4). Acceptable risk associated with this complaint as hazard ID line 4.0 in (B)(4) algo 5 risk analysis spreadsheet. The risk is considered low. There are no related CAPA's for this issue. UDI# is not applicable. A questionnaire was sent to the customer. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). Product examination and functional testing: engineering looked at the video and they do not feel they need to investigate this further - "the socket and plugs are designed to handle this, the contacts are recessed, housing materials are chosen that are non-conductive and non-flammable." Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Closure rationale:complaint verified, being tracked as a trend. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Part 004535 - cbl,pwr cord,3 cond, us the power cord of the algo5 is sparking at the wall /outlet connection. No injuries reported.